Manufacturer narrative:
The insulin pump was received with loose and protruded drive support disk. Pump was unable to prime during prime test and motor error alarm during basic occlusion test due to loose and protruded drive support disk. No prime alarm noted. The insulin pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 10.2 mmol/l at the time of the incident. The customer reported that the pump had compromised force sensor system error while filling insulin. The customer was advised that the defect pump will be returned for analysis and will be replaced. The insulin pump will be returned for analysis.